Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump case dislodged from hold on the back of the case. Subsequently, the pump case caused the pump to fall. There was no reported impact to the customer's blood glucose level.